Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance. A drain complication encountered support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 0. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. There were no visual discrepancies observed during the internal inspection. There were no loud or unusual noises heard during the testing. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Retraction of device evaluation from follow up #2. The plant indicated the sample return and device evaluation reported was for an unrelated complaint on a different date, and is not applicable to this report's investigation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an umbilical hernia, which require surgical intervention. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). However, the etiology of the umbilical hernia is unknown, as is when the hernia developed. Therefore, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they developed a hernia. The patient is schedule for a hernia surgery on (B)(6) 2020. Upon follow up, the patient¿s primary peritoneal dialysis registered nurse (pdrn) confirmed the patient is scheduled to have umbilical hernia surgery on (B)(6) 2020. The patient has been experiencing drain complications for ¿a while¿ (timeline not provided) and during the evaluation process, it was discovered the patient had a right umbilical hernia. It is unknown if the hernia was present prior to the patient beginning pd therapy. The patient continues to experience drain complications; therefore, they are utilizing a combination of manual pd and ccpd therapy to promote adequate drainage until the surgery is completed. Per the pdrn, the event(s) is unrelated to a fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
There was a technical issue that occurred when submission 3 was created, so this submission is a placeholder to keep an accurate sequence in the FDA emdr system. Follow up 4 will include changes that were done due to a reopening of the file.